Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The available system logs do not show any evidence of any procedures performed on that date, nor do they show evidence that an endowrist one vessel sealer instrument with lot m10170315 was ever used on that system. According to the available system logs, a single vs instrument with a different lot was used on (B)(6) 2017 but it appears as though that instrument was during a training session, not a surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not adequately seal a vessel. As a result of bleeding that could not be controlled due to the alleged instrument issue, the surgeon made the decision to convert the surgical procedure to open surgery. The vessel involved with the reported event was repaired with sutures.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the endowrist one vessel sealer instrument was not adequately sealing. As a result of the alleged instrument issue, the patient reportedly sustained injury to blood vessels and strong bleeding was observed. The bleeding was controlled with the da vinci surgical system. It was initially reported that the da vinci-assisted pancreatectomy procedure was converted to open surgery due to an unspecified anatomical issue. On (B)(4) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the endowrist one vessel sealer instrument did not seem to work properly. According to the csr, the instrument would seal but the surgeon had to seal several times on most of the places to have the outcome he wanted. In one instance, the surgeon reportedly attempted to seal an unidentified vessel. The endowrist one vessel sealer instrument did not seem to seal adequately and a little bleeding was observed. The surgeon allegedly could not stop the bleeding with the endowrist one vessel sealer instrument. Whenever the surgeon would attempt to seal with the instrument, tissue effect was observed but not as expected. As a result of the instrument issue and uncontrolled bleeding from the vessel, the surgeon made the decision to convert the da vinci-assisted pancreatectomy procedure to open surgery. The surgeon repaired the vessel with sutures. A few minutes later, the surgeon realized that the procedure could not have been completed robotically due to the patient's anatomy (i.e. Condition of the pancreas). The surgeon explained that the patient had acute pancreatitis that was all infected and sticking to each other. In addition, the distal pancreas was reportedly so huge and felt like cement. The pancreatectomy procedure was completed via open surgery. The patient was recovering in the hospital as expected for the type of surgery performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist one vessel sealer instrument involved with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that the instrument was not adequately sealing. A visual inspection of the instrument showed no blade exposed. No conductor wire damage or snake wrist damage was found. Some debris was found at the instrument's tip. The instrument was placed on an in-house system and failed. The knife slot was cleaned and placed back on the in-house system. The instrument passed a self-check on the in-house system. The cut and seal functions passed with no issues. The instrument moved intuitively with full range of motion. The grips opened and closed without an issue. The instrument passed a grip force test and electrical continuity testing. The instrument failed a gap gage test. A review of the site's system logs did not find any sealing failures related to the instrument. However, a blade jammed error occurred one time during the procedure and the instrument was replaced with another endowrist one vessel sealer instrument. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not adequately seal a vessel. As a result of bleeding that could not be controlled due to the alleged instrument issue, the surgeon made the decision to convert the surgical procedure to open surgery. The vessel involved with the reported event was repaired with sutures.